Event description:
The account reported that during insertion of the intraocular lens into the patient's eye the haptic broke. The incision was enlarged to remove the damaged lens and replace with an alternate lens. No patient injury occurred.

Manufacturer narrative:
The lens was received and inspected under illuminated 10x magnification. One broken haptic was observed. Lens met all manufacturing specifications prior to release. While we are unable to determine the origin of the damage, our observations reasonably suggest that it is not manufacturing related. No patient injury occurred as a result of this event. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.